Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A family member of the patient reported that he saw an x-ray image on (B)(6) of an apparent lead migration. It was noted that post-surgical activity was likely a contributor to the possible lead migration and there was a decrement in the pain treatment. A revision was scheduled for the patient on (B)(6) 2016. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.